Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2019-oct-11. The missing shielding was further described as a delamination defect at the anchor site. The device diagnosis was catheter dislodgement. The etiology indicated the event was possibly related to the device/therapy and was not related to the implant procedure.

Manufacturer narrative:
The pump was returned, and analysis found a failed lab dispense lab test which was above specification. The catheter was returned, and analysis observed a kink in the catheter body. All previously reported conclusion, method, and result codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type catheter; other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 2000mcg/ml at 269.6mcg/day bupivacaine 20mg/ml at 2.696mg/day and morphine 2.0mg/ml at 0.2696mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that the patient had a normal catheter dye study back in april in preparation for pump replacement surgery. No complaints but when they were in surgery for the pump replacement, the physician was unable to aspirate the catheter. They then explored the catheter and around the anchor the catheter was missing it¿s shielding around it and the distal tip was occluded. The physician tried to push fluid through it on the back table it was occluded until max pressure and it would slightly flow out the tip. A new catheter was placed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regrading the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.